Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for pulse generator exchange procedure. During procedure, it was noted that atrial lead exhibited loss of capture, failure to sense, and low pacing impedance. The lead was successfully capped and replaced. The patient was stable before, during, and after the procedure.